Manufacturer narrative:
(B)(4). Photographic analysis: nine photos were provided; picture one shows two tangled staples on hands. Picture two and nine show the jaws of a device with a gold reload loaded. Several staples can be seen stuck on the pockets. Picture three shows one malformed staples on hands. Picture four, five and six show the jaws of a device from an aside view. Several staples can be seen on the cartridge deck. Picture seven show the packaging box of a device. The packaging label can be seen with lot number r95419 and manufacture date 2021-10-31. Picture 8 shows a napkin with several staples on it. Based on the malformed staples noted on the pictures, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch: unknown. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, during the first four shots to form a pouch, no anomaly was observed, but when activating the stapler for the fifth staple it is observed how the tissue at the end of the jaw displaces and there is no correct formation of the staple lines. It was requested to the instrumentalist nurse to activate the stapler to observe its operation, and it was observed that when activating the stapler the cartridge lifted, preventing optimal operation of the device. Another stapler was requested to prevent this effect from happening again in the patient, and the procedure continued without major incidents. Once the stapler was removed from the field and inspected, it was identified that when activating the stapler there was no uniform pressure in the jaw. There were no adverse consequences for the patient.